Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of downstream occlusion (dso) error. Event history shows downstream occlusion error. Customer's reported problem, "downstream occlusion.", was verified by testing dso sensor and visual inspection. The cause is the dso sensor. Replaced dso sensor to resolve reported error. This device passed all functional tests after the repair.

Event description:
It was reported that there was downstream occlusion (dso) error. There was unknown patient involvement.